Manufacturer narrative:
Additional information was requested regarding treatment of the patient; however, was not made available as of the date of this report. This report is submitted on october 11, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced cellulitis and skin overgrowth at the implant site.

Manufacturer narrative:
Per the clinic, it was reported that the patient was placed under general anaesthesia on (B)(6) 2017, in order to remove the abutment and excise skin at the implant site. The implanted fixture remains insitu.

Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time. No deviations that explain the reported issue is found. There are no indications that the reported issue is related to any device failure. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, as well as excessive skin thickening and skin growing over the abutment are common complications with baha implants. The report frequency for these complications is being monitored under cbas complaint and MDR data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. There are no indications that a product failure has contributed to the reported issue. (B)(4).